Manufacturer narrative:
The fsr replaced the roller pump. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the roller pump shorted out and started smoking when plugged in. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) observed that the roller pump would not boot up when powered on. Upon further investigation it was identified that the roller pump module showed signs of damage. The module was replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) found that there was evidence of overheating due to a short circuit condition on the printed circuit board assembly (pcba). There were several affected components on both the application board and generic board. There was no attempt made to power up the roller pump during the evaluation due to these findings and it was confirmed that the pump would not operate as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.